Event description:
An attempt was made to use two 6f launcher guide catheters to treat a mildly tortuous, mildly calcified lesion in the mid saphenous vein graft (svg). The devices were inspected with no issues noted. The devices were prepped per IFU with no issues noted. Resistance was not encountered when advancing the devices. Excessive force was not used during insertion/delivery of the devices. When the first catheter was advanced over a 175 j guidewire, no kink was noted. However, it was reported that while torqueing the device a kink at the proximal end towards the hub was noticed. The device as not excessively torqued. The device was replaced with another catheter with the same lot number. Upon advancing the second device and while torqueing, a kink was seen at the proximal end towards the hub. The device as not excessively torqued. The device was replaced with another launcher 6f with a different lot number and the procedure was successfully completed. It is unknown if there were any kinks before use which were not noticed, or if the kinks occurred when the devices were torqued. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis: one 6 fr launcher guide catheter was received for analysis. A torsional kink was noted on the shaft of the device approximately 6cm to 7.5cm distal to the strain relief. No evidence of exposed braiding. A kink was noted on the shaft of the device approximately 14cm distal to the strain relief. No damage was noted to the distal tip. The ID and od measurements of the catheter met specification. No other damage was noted to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.